Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model#: 400-142, lot#: 1314087, expiration date: 04/01/2018, device manufacture date: 04/2013. The DHR for part no. 400-263, lot no. 130409/0478 notes that (B)(4) were discarded; and for part no. 400-142, lot 1314087 notes that (B)(4) were also discarded. All released parts were within specification.

Event description:
Star total ankle replacement tibial component was exchanged and the sliding core mobile bearing was upsized to address the patient's ankle in 10 degrees varus.